Manufacturer narrative:
The impella console was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The us complainant had an automated impella controller (aic) controller with a purge alarm. The vad coordinator noted there was a prompt for disconnection of the luer after purge in air alarm. There was no reported patient harm.

Manufacturer narrative:
D.9 device return date was added. A.2 age should have been left blank in accordance with updated procedures on the initial manufacturer device report number 1220648-2023-04091 as it is unknown. A.3 unknown should have been selected on the initial manufacturer device report number 1220648-2023-04091 as it is unknown. D.1 and d.2 brand name and common device name were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04091 was submitted. D.4 model number was revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04091 was submitted. D.4 revised catalog number, lot number, unique identifier (UDI) # and serial number as they were reported incorrectly on the initial manufacturer device report number 1220648-2023-04091. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number 1220648-2023-04091 in accordance with updated procedures. Added reporting contact fax number in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04091 was submitted. Added manufacturer site fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2023-04091. H.4 revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2023-04091. H.6 code 3221 was reported incorrectly on the initial manufacturer device report number 1220648-2023-04091 in accordance with updated procedures.